Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2015 a caval thrombus was observed. On the same day it was noted that a perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2015 a caval thrombus was observed. On the same day it was noted that a perforation had occurred. No further patient complications were reported. It was further reported that the patient was admitted to the hospital on (B)(6) 2015 with complaints of pain and swelling in her lower extremities along with weakness in her lower extremities. Evaluation in the emergency room revealed an extensive deep venous thrombosis involving occlusive acute thrombus of both lower extremities, both iliac veins with involvement of the inferior vena cava including extension above the permanent ivc filter. (The permanent greenfield filter was placed in 2003). There was also a consideration of pulmonary embolism which was likely however no further studies were done to establish this. The patient did have difficulties with oxygen saturation. On (B)(6) 2015, a computed tomography (CT) of the abdomen and pelvis revealed the extensive proximal dvt, which showed mild straining around deep vein extending from both common femoral veins to and including ivc. Filling defect extending from the tip of the greenfield filter several centimeters above, just below the intrahepatic portion of the ivc. The patient had a infrarenal greenfield permanent ivc filter. The iliac veins appeared somewhat expanded and there appeared to be mild standing around the deep vein extending from both common femoral veins to and including the ivc. Furthermore, there was an apparent filling defect extending from the tip of the greenfield filter several centimeters above just below the intrahepatic portion of the ivc. It was noted that findings were suggestive of extensive proximal dvt. The patient was started on anticoagulation with heparin and was taken into invasive radiology and given tpa treatment. On (B)(6) 2015, the patient presented with dvt and underwent an non bsc ivc filter placement. The patient was a status post nonretrievable ivc filter placement in 2003. The patient had leg pain and swelling. The patient was found to have extensive thrombus in both lower extremities, pelvis, and the ivc including thrombus extending above the existing greenfield filter. The patient was provided with an explanation of the benefits and risks of the procedure and conscious sedation, and informed written consent was obtained for both. The patient was informed that the ivc filter placement location was a nontypical location. The non bsc ivc filter was placed. The postplacement images of the ivc filter showed it to be well positioned in the suprarenal ivc. The tip was located at the upper portion of the t11 vertebral body. The existing greenfield filter was seen. The final impression stated that successful placement of a suprarenal retrievable ivc filter was observed, and it was noted that extensive dvt throughout both iliac venous systems in both common femoral veins and the ivc. On (B)(6) 2015, the patient had declotting of her permanent greenfield ivc filter and the non bsc retrievable ivc filter was removed. It was noted that the ivc grams revealed thrombus within the patients permanent greenfield filter located in the infrarenal ivc. It was noted that thrombus which was seen above the greenfield filter on the prior study was no longer apparent. It was additionally noted that there was no convincing evidence of thrombus within the suprarenal ivc. The images of the left common iliac vein showed that the previously seen thrombus had resolved. The images showed that the non bsc retrievable ivc filter was removed, and that the permanent greenfield filter remained in place. The final impression stated that the thrombus was noted within the greenfield filter and just beneath it. There was no obvious thrombus extending above the greenfield filter. After the procedures of declotting of permanent ivc filter, placement of a temporary non bsc filter, and removal of the non bsc filter, the patient developed renal insufficiency felt to be secondary to intravenous dye administration. The patients creatinine went up to a maximum of 3.8. The patient was seen by nephrology and treated supportively. This problem improved. The patient still had a bun of 19 and creatinine of 2.8. The bun and creatinine appeared to have been coming down. It was noted that the patient had been anticoagulated with heparin and warfarin. The patients inr was 2.1. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2017, a computed tomography (CT) of the abdomen pelvis revealed that the ivc filter was seen with a very small caliber of the ivc present and perforation of all of the struts of the filter. The final impression stated that tiny nonobstructing stone in lower pole right kidney. There was slight prominence of the right renal pelvis but was unchanged from the 2015 study and there was no clear evidence of hydronephrosis. A long standing ivc filter with perforation of all the stent struts and markedly diminutive caliber of the distal ivc. On (B)(6) 2017, a computed tomography (CT) of the abdomen and pelvis revealed that the ivc filter was in place and that there were old perforation of the struts. The distal ivc was again noted to be collapsed. It was noted that there were bilateral pelvic varices. On (B)(6) 2019, a computed tomography (CT) of the abdomen and pelvis revealed that the greenfield filter was in place in the right periaortic soft tissues with the tip at the level of the superior margin of l3 medial to the lower pole of the right kidney. Most, if not all, of the filter appeared to be extraluminal within the retroperitoneal soft tissue. Above the tip of the ivc appeared to be normal. Distal to the tip there was a tubular, vascular appearing structure laterally displaced relative to the normal position of the ivc that did not communicate with the left common femoral vein which appeared to be contigious with the left ovarian vein and extended superiorly to the left renal vein above the level of the filter. This was noted to be likely a congenital anomaly of the ivc fetal development or may have been an acquired collateral system following distal occlusion of the ivc related to the mail placement of the filter and a history of pelvic infection. The final impression indicated that the filter appeared to be extraluminal. It was additionally noted that the inferior vena caval and distal to the filter appeared to be occluded either due to congenital developmental anomaly or secondary occlusion with development of collateralization following the filter placement. No further patient complications were reported in relation to this event.